Manufacturer narrative:
A ge service representative performed an onsite investigation. The controller pcb, power supply and communication line were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It is reported the system would intermittently not boot up. This resulted in an intermittent, recoverable loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.